Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'under delivery in flow rate test' which was duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced under delivery in flow rate test. The pump was checked in accordance with the service manual. There were 40 ml/hour, 20 volume to be infused (vtbi) in a graduated cylinder 3 times, twice with a new line set and once with the older one. The pumps failed twice and passed on the 3rd attempt both over or under infusing. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.